Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported pericardial effusion, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, transesophageal echocardiography (tee) identified a pericardial effusion. The procedure was continued. One clip was implanted, reducing the mr to 1. After clip deployment, it was noted that the effusion had worsened. Pericardiocentesis was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.